Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the nurse applied unscented water based fungal lotion to the skin irritation and it has improved.